Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be a stale start command which led to an early sensor expiration. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.